Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that starting on the day of the report, there was a power on reset message displaying on the patient programmer. Therapy had stopped due to the power on reset. The patient was trying to think if she had been around electromagnetic interference recently, and it was unknown if she had been. The power on reset message was informational and the patient was able to successfully clear the power on reset message. When the patient turned the therapy back on, the patient¿s therapy was adequate. There were no patient symptoms or complications reported.